Event description:
New information states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was sedated throughout the procedure per hospital protocols and was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A bpa was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.